Manufacturer narrative:
On 26-sep-2024, additional information was received providing the product code for the device used. The product code of ¿d140901¿ has been added to field d4. Catalog. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a research procedure, when creating maps of an equine heart, the optrell catheter would intermittently not display all the splines on the carto 3 system, while mapping a horse's right atrium. The system would only display and map from the proximal poles. There were no errors on the carto 3 system and the catheter was within the mapping zone. The carto displayed a solid matrix of the chamber of interest. The optrell catheter had to be removed often to clear blood clots and viscous film off the catheter. The activated clotting time was over 600. It was determined that the clots and viscous film was interrupting advanced catheter location and catheter visualization. No further action was needed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).